Event description:
It was reported there was no power. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the board connector cables were disconnected. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, the side bail covers and bails were missing, the lead flex cover was broken and corroded, two case screws, battery drawer and the battery drawer o-ring were missing, there was no silicone on the output connectors, the battery contacts were compressed, and the keyboard was scratched and damaged by the select key.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) : analysis confirmed the initial report, the board connector cables were disconnected. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, the side bail covers and bails were missing, the lead flex cover was broken and corroded, two case screws, battery drawer and the battery drawer o-ring were missing, there was no silicone on the output connectors, the battery contacts were compressed, and the keyboard was scratched and damaged by the select key.